Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: the following are warnings associated with natrelle ® silicone-filled breast implants and natrelle inspira® breast implants: ¿ breast implants are not lifetime devices, and breast implantation is not necessarily a one-time surgery. You will likely need additional surgeries on your breasts due to complications or unacceptable cosmetic results. ¿ many of the changes to your breasts following implantation are irreversible. If you later choose to have your implants removed and not replaced, you may experience unacceptable dimpling, puckering, wrinkling, or other cosmetic changes of the breast, which may be permanent. ¿ breast implants may affect your ability to breastfeed, either by reducing or eliminating milk production. Rupture of a silicone-filled breast implant is most often silent. This means that neither you nor your surgeon will know that your implants have a rupture. Therefore you will need regular MRI screenings over your lifetime in order to determine if rupture is present. You should have an MRI 3 years after your breast implant surgery and then every 2 years after that for as long as you have your breast implants. If implant rupture is noted on an MRI, you should have the implant removed, with or without replacement. ¿ the health consequences of a ruptured silicone gelfilled breast implant have not been fully established. ¿ with breast implants, a routine screening mammography for breast cancer will be more difficult. The implant may interfere with breast cancer detection during mammography and, because the breast and implant are squeezed during mammography, an implant may rupture during the procedure. You should perform self-examination of your breasts every month for cancer screening. However, this may be more difficult with implants. You should ask your surgeon to help you distinguish the implant from your breast tissue. The presence of lumps, persistent pain, swelling, hardening, or changes in implant shape, may be signs of a rupture of the implant. These signs should be reported to your surgeon and possibly evaluated with an MRI. ¿ after undergoing breast implant surgery (either primary or revision), your health insurance premiums may increase, your insurance coverage may be dropped, and/or future coverage may be denied. Additionally, treatment of complications may not be covered. ¿ you should inform any other doctor who treats you of the presence of your implants to minimize the risk of damage to the implants

Event description:
Healthcare professional confirmed rupture and reported simple cysts. The device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side rupture. The device remains implanted.